Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and mesh was implanted. It was reported that the patient experienced hip pain, rectal bleedings, abdominal pain, groin pain, groin infections, anal pain, left pain and stress incontinence, urge incontinence, nocturia, dyspareunia, urinary tract infections, frequency, vaginal discharge, dysuria, nerve damage and vaginal pain.

Manufacturer narrative:
Date sent to the FDA: 12/27/2022. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.